Manufacturer narrative:
(B)(4).

Event description:
The patient's friend or family member reported that the patient's therapy stopped due to a power on reset (por). The patient was trying to recharge the implantable neurostimulator (ins) when the por was seen. It was stated that the por was not related to an overdischarge event. On (B)(6) 2015, the patient had a milogram done in the morning and in the afternoon they had a fall, the patient went to the hospital for a check. The hospital visit was not related to the ins. It was stated that there were loose wires on the recharger, it was later clarified that there wire was not loose. The patient was hearing a clicking and it was thought that it was the wire and then realized it was the recharger. The steps to clear a por with the patient programmer were reviewed. The clearing of the por was successful. It was stated that the patient could feel stimulation was at 6.5v and that therapy was adequate. The recharger was stuck on the por and the manufacturer was able to walk the call through a reset and it cleared the por. The patient was able to recharge the ins. Other relevant medical history includes post laminectomy pain. The specific por code was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.